Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. A 2.75x23mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the anatomy. The device was removed and a 2.75x12mm xience alpine sds was advanced toward the target lesion and failed to cross due to the anatomy. The device was removed and a 2.75x15mm xience alpine sds was advanced toward the target lesion and failed to cross due to the anatomy. Force was applied and the hypotube separated. The device was simply withdrawn from the anatomy. Ultimately the lesion was successfully treated using 3 shorter length xience alpine stents. There was no adverse impact to the patient and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.